Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultra-fine ¿ 31g x 8mm there was an issue with foreign matter. It was stated ¿when using a syringe, to apply the insulin to my wife, I pushed the plunger inside and the needle came out with a small drop a liquid. The needle was observed with two luminous points, the drop was divided.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: customer returned photos of a 1/2cc, 8mm, 31g syringe with the shelf carton from lot # 7107892. Customer states that a small drop of liquid came out of the needle when pushing the plunger. The attached photos were examined and it is unclear as to whether or not there is material on the cannula. However, given the description from the customer, the material appears to be silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. When the plunger is fully depressed, the silicone gets distributed along the barrel roof and walls, ensuring a lubricated surface for the plunger to move against. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. CAPA # 56537 and situation analysis # bddc-16-871-sa have been opened to address this issue. A review of the device history record was completed for batch# 7107892. All inspections and challenges were performed per the applicable operations qc specifications. There were five (5) notifications [200696610, 200696904, 200696884, 200697185, 200697007] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter on lot # 7107892. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.